Event description:
It was reported that the caller experienced an issue with the pump's touchscreen, which was unresponsive. There was no adverse impact on the customer's blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.